Manufacturer narrative:
The returned device was visually inspected and functionally tested. The reported issue has been confirmed through testing. Visual inspection showed the stopcock distal end luer was completely detached from the side port tube proximal end. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that the extension tubing detached from the stopcock during a cryoablation procedure. This occurred while the cryoablation catheter was being removed from the sheath. The tip of the sheath was in the patient's right atrium at the time, and blood flowed out of the sheath sidearm. The physician reattached the stopcock and completed the cryoablation procedure. There were no patient symptoms or complications related to this event.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.